Manufacturer narrative:
(B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2024, it was reported that the patient¿s spouse noticed the patient was delayed in his responses but still conscious. The patient¿s cgm was reading 259 mg/dl and the bg meter was reading 51 mg/dl. The patient¿s wife called 911. Once ems arrive, the patient's cgm was reading 324 mg/dl and the bg meter was reading 24 mg/dl. Ems treated the patient with IV glucose and transported him to the ER. At the ER, the patient was treated with an IV glucose drip, albumin, and antibiotics. The patient was discharged home 2 days later. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.